Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose. The blood glucose value of 42mg/dl at the time of the event. The patient was admitted to the hospital and visited emergency room for treatment on (B)(6) 2022. Troubleshooting was performed. The auto mode feature was not active and the insulin pump was used within 48 hours of the reported low bg event. It was unknown whether the customer will continue the use of the device. The insulin pump will not be returned for analysis.